Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The reaction was located under the sensor adhesive patch. The reaction was described as a blistering rash. On (B)(6) 2017, the saw their physician and the physician recommended that the patient use an over-the-counter ointment to treat the affected area. The patient did not recall what ointment they used to treat the skin reaction. At the time of contact, the patient was doing fine. No additional patient or event information is available.